Manufacturer narrative:
E1: patient city: chino hills. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that one infusion set was leaking at the tubing and the infusion set pump is changed and due to this the blood glucose level is 371 mg/dl. No further information available.